Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during an elective procedure for the device this right ventricular (rv) lead was repositioned due to high pacing thresholds. After the third repositioning attempt the patient went into a ventricular tachycardia (vt) requiring external defibrillation back to a sinus rhythm. The patient became hypotensive. An echocardiogram confirmed a pericardial effusion. Attempts to drain the fluid was not successful, thus an emergency open heart surgery was performed to remove blood and large clots. Another episode of vt was noted requiring an external shock. The patient was stable post surgery. The physician felt that the rv lead may have perforated the vessel after the first lead repositioning due to the patient thin right ventricular heart structure.